Manufacturer narrative:
An event of aortic insufficiency was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 23mm trifecta valve was implanted. On (B)(6) 2018, the patient presented at the emergency room and results of a bnp was 1321. An echocardiogram performed on (B)(6) 2018 showed moderate to severe aortic insufficiency. On (B)(6) 2018, a tavr procedure was performed successfully. The patient is reported to be discharged. (Clinical study patient ID: (B)(6)).